Manufacturer narrative:
One digital image was submitted for evaluation. A sample analysis was performed using the photograph provided by the customer and visually, we are able to confirm what appears to be fraying sponge. The reported condition by the customer was confirmed. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The component x-ray detector sponge, 4 inch x 4 inch, 16 ply is produced by external supplier and the assembly process consists in a pick and place operation. There is no additional inspection on the line to detect the condition reported. Our supplier was notified about the reported issue. A production notification was issued to all personnel to ensure that they are aware on the condition reported by the customer. A supplier corrective action was initiated to address the condition and provide formal corrective and preventative actions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states upon opening the sub assembly manufacturing packaging, the gauze was found unraveling.